Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported an incomplete seal was observed. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 30mm watchman ® laa closure device was successfully implanted in the patient's laa. No leak/jet was noted at the time of implant. On (B)(6) 2018 peri device flow from the laa to the atrium was observed, the jet was 5-6mm. There were no corrective actions performed. The physician suspected the leak was due to incomplete healing.